Event description:
It was reported that this right atrial (ra) lead was repositioned as the lead ended on the lateral wall of the right atrium. This lead remains in service. No additional adverse patient effects were reported.